Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs1766 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when advancing the guiding wire in the process of catheterization and beginning to use a 0668945 microintroducer sheath, the customer found an obvious crack on the grey outer flexible tube of the peelable sheath near the tip.